Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately 42 months post implant of a bifurcated device and a suprarenal aortic extension, the patient presented emergently to the hospital emergency room and was symptomatic with abdominal pain. The hospital performed a computed tomography (CT) scan which indicated the patient had an endoleak. The physician elected to correct the endoleak by explanting the devices. As of (B)(6) 2015 the patient was on a ventilator and dialysis. Patient's blood pressure has stabilized and patient is in critical but stable condition. Additional information: it is noted this patient has undergone several previous interventions. ·received initial implant on (B)(6) 2011 of a suprarenal a34-34/c100-o20 and a bifurcated device ba28-100/i16--40; ·on (B)(6) 2012 ((B)(4)) patient was reported to have an el1b and received competitor devices (viabahn into the iliacs), see complaint (B)(4). This was reported to FDA under MDR 2031527-2013-00072; · on (B)(6) 2013 ((B)(4)) patient was reported to have an el1a and received an infrarenal and a suprarenal. See complaint (B)(4). This was reported to FDA under MDR 2031527-2013-00062; · on (B)(6) 2013 ((B)(4)} patient was reported to have an el3a and received a competitor's device (thoracic graft). See complaint (B)(4) . This was reported to FDA under MDR 2031527-2013-00279.

Manufacturer narrative:
Based upon the clinical evaluation, and examination of the returned explant, the reported type iiib endoleak is confirmed. There were suboptimal imaging studies available for this review. Product use was incongruent with the IFU and might have contributed to this complaint due to: the severely angulated aortic neck and blood lumen. There was evidence of prior repairs. Three months post implant, another manufacturer's stent was placed within the iliacs for a complaint of a type ib endoleak. Sixteen months post implant, an additional infrarenal and suprarenal cuffs were implanted to treat a type ia endoleak. Twenty four months post implant, another manufacturer's thoracic stent was placed within the abdominal aorta for a type iiia endoleak. Forty-two months post implant, there was evidence to support: (2) type iiib endoleaks - one near the bifurcation where there appeared to be a total stent collapse, and one near the superior margin of the snorkel of the left iliac; and, a type iiia endoleak due to both an inferior and superior component separation of the other manufacturer's stent with the cuff and bifurcated stent. The explant, presumed conversion and final disposition of the patient could not be confirmed due to lack of information. Reportedly, three days post explant, the patient was dialysis dependent, on a ventilator and required critical care. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified, but the off-label use of the device with a severely angulated aortic neck and blood lumen would be likely factors. Disease progression and stent migration were likely, expected outcomes, based on the patient's anatomy. The impact of the off-label use of another manufacturer's device is unknown but may have been an additional contributor. The stent collapse at the stent bifurcation, probably the result of the severe anatomy, as well as the other noted factors, could have damaged the graft material and possibly initiated the type iiib endoleak.